Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices after a diagnostic peripheral arterial (leg) procedure with a 5f sheath. Reportedly a cuff miss [suture-retrieval issue] occurred with the first proglide device. The second proglide device was deployed and knot advanced without issue. Then, the patient was moved off the table. It was later noted that full hemostasis was not achieved with the proglide device (pulsatile bleeding continued); therefore, manual arterial compression was added to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.